Event description:
"It was reported that the patient with this newly implanted pacemaker was experiencing edema, inflammation, and swelling at the six week follow up appointment. The health care professional (hcp) suspects possible erosion and a device revision has been scheduled. At this time, the device remains in service. No additional adverse patient effects were reported. Received additional information the pacemaker system was explanted and replaced due to infection. No additional adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).